Event description:
The customer reported the system displayed a generator error message and shut down. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The nodes were erased and the universal printer circuit board node was replaced. The system was then found to be operating as intended.